Manufacturer narrative:
Natus received a picture of the defect needle. It was confirmed that the colour cover has separated from the metal hub and needle. The needle and metal hub are still intact. Natus received a box of used needles back from the customer but no further tests could be conducted as needle is disassembled and it is a biohazard. Unopened needles of the same lot number and the dantec cable used with these needles was also returned by the customer. Natus tested these and the results were as follows: results for separation force: 475gf. Results for hub to cover retention: 2.415kgf. All parts are well with in specification. CAPA (B)(4) opened to investigate this issue further. Status of this CAPA currently at implement actions.

Manufacturer narrative:
Manufacturers investigation to date: work order: (B)(4) was reviewed. No rework or sort performed on this lot. No ncr's related to this lot. Accepted run at risk 184- related to successful completion of refurbishment of the millipore system. Completed and approved production restart form (B)(4) rev a present in relation to full coolant change and wash bowls. In process testing and inspections recorded on (B)(4) rev g were reviewed. The hub to cover retention test readings were ranging between 1.905kgf - 7.550kgf. (Spec minimum 1.2 kgf) - pass. The following test was carried out on a qty of 18 needles (retains): a hub to cover retention test - results were within specification ranging between 1.655kgf - 4.990kgf. (Spec minimum 1.2 kgf) - pass. Customer has returned defect needle and cable. These are currently under investigation. (B)(4) risk management report for dantec dcn was reviewed. Potential hazard and hazardous situation identified associated with physical injury - needle stick, ID 23 (needles are sharp, users could pierce themselves). The overall risk rating is 3a (low - green area) (severity of hazard - 3 - moderate, probability of hazard - a - unlikely).

Manufacturer narrative:
Work order has been obtained and will be reviewed. Defect parts have been requested to be returned. Customer informed natus that they will be returning 11 boxes of needles of the same lot number and the cable used. It is unknown if the defect needle is being returned from the customer at this time. Justification for not providing below information and applicable sections: no patient injury reported, device malfunction occurred. Date of event - this information was requested from the customer and waiting for a response.

Event description:
Faulty product: 9013s0012 lot 25b/18/d: needle issue. Hub separation occurred. This event did not result in a needle stick to the doctor.